Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery. Blood glucose value was 107 mg/dl. The customer stated he had called on (B)(6) 2013, performed troubleshooting and was advised that the alarm was due to a site related issue, but has had ongoing no delivery alarms since then. The customer declined troubleshooting and requested the insulin pump to be replaced due to recurring no delivery alarms. The device will be returned for analysis.